Event description:
The plaintiff's attorney alleged that the patient experienced a heart attack and that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. The exact event date was not reported. If additional information is received, a supplemental medwatch report will be submitted.